Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on top case by the tube holder also cracked on right plunger case. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused normal wear; device was over nine years old. Combination of force sensor and plunger cable not working properly as a result of normal wear. Actions taken to mitigate the reported issue: replaced force sensor and plunger cable. Performed preventive maintenance and all functional testing which passed. D4: UDI information is unknown.

Event description:
It was reported that displays system fails intermittently. No patient injury reported.